Event description:
In this case, it was reported that the prosthetic valved conduit (pulmonary position) was explanted after an implant duration of approximately 2 years and 7 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valved conduit. No other details provided.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. Per our records, this patient had placement of this device at age 2. Although the root cause cannot be conclusively determined, it is likely that patient age, medical history, and disease stage may have contributed to this explant.